Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to run extended self-test (est) and run vent on test lung for 48 hours. Covidien was not authorized to repair the unit. The customer followed the tse recommendations and he was unable to duplicate the reported failure. Customer has conducted final testing.